Event description:
Pump alarmed. Small amount of drainage noted in tubing near connection of balloon to the clear tubing to the pump. Possible failure of the balloon. Pump functioning properly. Pt coded simultaneously. Successfully resuscitated at the time.